Manufacturer narrative:
On december 31, 2025, novocure received a follow-up tiger france report indicating that the patient's contact dermatitis to the optune gio electrodes had resolved on (B)(6) 2025. Additionally, on (B)(6) 2026, novocure received medical records from the patient's follow-up visit on (B)(6) 2025. It was noted that the patient discontinued optune gio therapy due to an allergic reaction to the electrodes and has since experienced improvement in symptoms and overall quality of life.

Event description:
A 67-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024, as part of the non-interventional study "use of ttfields in france in routine clinical care study program - daily activity, sleep and neurocognitive functioning in newly diagnosed glioblastoma patients study" (tiger france). On november 20, 2025, novocure received a serious adverse event (sae) report, stating that on (B)(6) 2025, the patient experienced contact dermatitis due to the optune gio electrodes. No hospitalization was required. The investigator classified the event as serious due to permanent impairment of body structure or function. At the time of the report, the event was ongoing and assessed as related to optune gio therapy. The patient discontinued optune gio therapy on (B)(6) 2025. Additional information was requested from the prescribing physician, but no response has been received to date.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the dermatitis contact cannot be ruled out. Dermatitis contact is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).